Event description:
Upon fluoroscopic study it was discovered that the port catheter was completely broken off and was floating in the pt's heart. The broken catheter was successfully removed under fluoro using a retrieveal procedure.